Event description:
Philips received a complaint on the v60 ventilator indicating that the device was producing a proximal pressure sensor autozero failed error code. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the device issue was occurring every 15 minutes. The rse advised the customer to perform the following troubleshooting steps in this order: verify the pin alignment between the solenoids and the data acquisition (da) printed circuit board assembly (pcba), replace the proximal auto-zero solenoids 3 and 4, and finally replace the da pcba. The customer biomedical engineer (bme) confirmed that the solenoids and da pcba board were aligned correctly. The customer was provided with the replacement part information for the flow sensor assembly by the rse. The customer confirmed that the flow sensor solenoid was defective and will order the flow sensor assembly. This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of the part replacement and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.